Event description:
The manufacturer received information alleging a ventilator had leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning, and software version was checked.